Event description:
It was reported that on a remote transmission there was a mismatch between the histograms and the mode switch diagnostics. It was also noted that there were dual electrograms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant devices: 5076 implantable pacing lead (B)(6) 2003. (B)(4)